Event description:
It was reported while using the catheter for an af ablation procedure, the irrigation tubing broke from the handle end of the catheter. During rf application, the tip temperature increased to 43 degrees despite increasing the flow on the pump. The device was removed from the pt and it was noted the irrigation tubing broke from the handle end of the catheter. The procedure was completed with another cool patch duo catheter. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for evaluation, a follow up report will be submitted.